Manufacturer narrative:
Results: bd life sciences - preanalytical systems did not receive any sample or photo from the customer facility for evaluation; therefore, the investigation was limited. Additionally, a manufacturing device history record review of the incident lot could not be performed as the lot number was not available for review during the investigation. Conclusion: there was no sample and/or photo available for evaluation. Based on the investigation, a root cause could not be determined within the scope of this evaluation.

Event description:
It was reported that the bd vacutainer® citrate blood collection tube didn't draw sufficient volume of blood. No serious injury or medical intervention reported.